Event description:
Sixteen year old implants, mcghan saline with polyurethane cover. Right side rupture while driving, chest cavity wall extreme pain, unable to use arms, unable to talk, communicate. Ambulanced to the hospital. Cognitive problem, memory attention, headache, short of breath, joint, muscle aches, abnormal heart rate, flu like feeling, muscle tremors, shoulder pain, stiffness, rash. They had to knock me out. They found nothing wrong. Two weeks later, I get out of bed, dr gives me pain meds, it helps a little. I am unable to function. Overwhelmed with fatigue, pain, unclear thinking, my arms don't want to do anything but lay down, bending makes me pass out, 60% of the time I cant work. I don't want to be here like this anymore. I need expensive explant removal with mastopexy but don't have credit to borrow the money to have it done, and the girls that have explanted still have symptoms. I can't type well or read well. I can't get my pants up or wash my hair, pull the clothes out of the washer without having an episode. I passout something doesn't add up. Dose or amount: 410 cc. Dates of use: 1992 - 2009. Diagnosis or reason for use: replace harmful silicone implants with saline by.